Event description:
The initial reporter received questionably low anti-hcv assay results for one patient sample tested on the cobas e 411 analyzer (rack system). On (B)(6) 2026: the initial result from the analyzer was 0.322 coi (non-reactive). The result from another method was "positive". The specialist requested a rerun. On (B)(6) 2026: the repeat results from the analyzer were 57.30, 59.82, 58.65 coi (reactive).

Manufacturer narrative:
The reagent lot number was not provided.